Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. A definitive root cause could not be determined. No further corrective or preventative actions are required at this time. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that during the use of an intra-aortic occlusion device occlusion difficulty was noted. The device was placed under echo guidance and inflated with 30 ml of normal saline (stj diameter was 26mm). The heart was arrested; however, soon after distal migration of the balloon was noted and the heart started to beat. The patient was weaned from bypass and the device was removed from the patient. The device was macroscopically tested with 20 ml of normal saline confirming that it was fully functional. The process of inserting the device was repeated without any problems. Subsequently, the heart was stopped and the mitral valve replacement surgery commenced. During the surgery the balloon pressure decreased to 150 mmhg, and the heart started to beat. The balloon was inflated with 3 ml of normal saline and the balloon pressure increased to 230 mmhg. Then cardioplegia was administered to arrest the heart again. During implantation of the prosthetic valve and suturing, the heart started to beat again. At this point, the team decided to finish the procedure with a beating heart without any problems. The case was completed without any further issues. Patient was noted as stable.